Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the radiofrequency ablation procedure, an intellanav mifi oi catheter was selected for use. It was reported that there was an irrigation tubing failure. No patient complications were reported.

Event description:
It was reported that during the radiofrequency ablation procedure, an intellanav mifi oi catheter was selected for use. It was reported that there was an irrigation tubing failure. No patient complications were reported. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific corporation. Visual inspection noted the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.